Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose were 162 mg/dl and 53 mg/dl later on the same day. The customer blood glucose was 434 mg/dl at afternoon. The customer was treated with food, carbohydrates and bolus pump. The customer declined troubleshoot for low and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.